Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned and replaced during a normal device change out for battery depletion due to a lead fracture. The lead also displayed no sensing, pacing, and high pacing impedances greater than 2500 ohms in additional to the fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.